Event description:
During preparation for use, it was reported the device showed , exhibited error code e433. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
The subject device was received and evaluated. During the inspection the reported error could not be duplicated however, review of fault log found an error e433 occurred 4 (four) times in the log. The inspection also revealed damage at the corner of the front panel as well as in the area of the neutral socket. The damage is known to be caused by cracks and chipping. Device inspection reported minor scratches and dents on the cover of the housing. The error e433 is a known issue and is triggered by the safety system of the esg-400 and results in a restart of the generator. If the cause of the error remains, there may be an unlimited number of periodic restarts. Possible causes are: - the user activates the foot switch while the generator is booting (temporary error caused by user action). - faulty foot switch (temporary error). - faulty foot switch (temporary error, faulty reed contact). - defective cable connection between hvps board and generator board (temporary or permanent error). - defective hvps board (permanent error). - defective generator board (permanent error). - defective motherboard (permanent error). - defective relay (permanent error). A deeper investigation of generator boards with error e433 found a destroyed transformer to be the cause. An improved generator board was introduced into production in mid-july 2020. In general the customer is required to check the function of all devices used prior to a procedure. As stated on the IFU (instructions for use manual) and as a preventative measure, the IFU states a suitable replacement device must be provided during an application. *mechanical damage (frontpanel)/crack: the known damage to the front panel occurs in the field due to the use of cleaning agents and/or disinfectants. It is not directly related to the actual error. *mechanical damage (housing)/scratches: the cause of the reported issue is most likely due to improper handling on the part of the user. In general, the customer is required to check the function of all devices used prior to a procedure. Additionally, according to the IFU, a suitable replacement device must be provided during an application. DHR (device history record) review the product was sold on 14 march 2014. A manufacturing and quality control review was performed for device wb91051w with serial number (B)(4). There is no non-conformity associated with this device with respect to the described issues. The DHR review showed that the device was manufactured according to valid instructions and met all specifications. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
This report is being supplemented to provide the additional information added in section h- (section h : type of investigation (added DHR review, trend analysis and historical review). Please see h6 in the "type of investigation" performed on this reported event.